Event description:
It was reported that "peep" does not work. Also the "initial inspection after ventilation 1 ends immediately without making a round". Patient involvement is unknown.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: evaluation codes updated. Device evaluation: one sample was received. A visual inspection found that there was no abnormality in the appearance of the main body. During the functional testing, it was found that the peep function works normally. The customer reported complaint was unable to be confirmed. As a preventative measure, the main switch assembly was replaced. DHR review not performed as the fault was not replicated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. Full UDI number: (B)(4).